Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: pre/approaching eri noted. The battery voltage is 2.99v approximately 22 months after implant. No immediate performance issues could be identified.

Event description:
It was reported that the device had premature battery voltage depletion. The battery voltage is dropping faster than expected. It dropped from 3.13v to 2.99v in 6 months. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device reached recommended replacement time (rrt) in less than 3 years. The device was explanted and replaced.

Event description:
It was reported that the battery voltage is dropping faster than expected; it decreased from 3.13v to 2.99v in 6 months. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device has been analyzed. The battery voltage was 2.99v approximately 22 months after implant. No immediate performance issues could be identified.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device has been analyzed. The battery voltage was 2.99v approximately 22 months after implant. No immediate performance issues could be identified.